Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed blood visible on the balloon and contrast in the inflation lumen and balloon, consistent with preparation and handling. The stent implant was stationary on the balloon, but after decontamination, the stent implant was noted to be loose on the balloon. The middle and distal struts were stretched. The first row of proximal struts were flared. The distal end of the balloon was partially inflated and the distal and middle struts were partially expanded consistent with positive pressure applied to the stent delivery system (sds). Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal end of the balloon was tightly folded. There was a tear in the distal end of the soft tip. There were two bends in the hypotube 24 cm and 64.1 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The stent implant outer diameters were not measured due to the damage noted to the stent implant. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical conditions were not reported, which may have aided in the investigation as it is possible that interaction with the lesion/anatomy contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion/anatomy during retraction would have further damaged the stent. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the loose stent could not be determined; however, the failure to advance and stent damage appear to be related to the operational context of the procedure.

Event description:
It was reported that while navigating a tight lesion, the stent on the promus rx stent delivery system was unstable and partly came off the balloon. No adverse patient effects were reported. No additional information was provided.